Event description:
Patient reported left side rupture and "direction change." The device remains implanted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture and "direction change".

Event description:
Patient reported, left side rupture. And "direction change". The device remains implanted.